Event description:
Pt had liquid silicone injected in her nose during surgery for the cleaning of her sinuses because of a perforation in 1975. In 1992 some green stuff started coming out of her sinuses which was treated and pt felt better. In 2004, pt had difficulty with breathing and was put vanconycin for 1 year.